Event description:
It was reported that a new user experienced recurrent low blood glucose beginning several hours after initial use of the ilet bionic pancreas and struggled to raise glucose above 100 mg/dl while using u-200 insulin; the user verified body weight entry, then disconnected from the ilet and returned to a prior insulin delivery method pending further training and medical guidance. Troubleshooting and education were provided. Investigation of this case revealed that the cause of hypoglycemia was unclear. Symptoms included fatigue associated with hypoglycemia. Outcomes included self-treatment with oral glucose without hospitalization. It was concluded that no device malfunction could be determined based on available information, and the user elected to discontinue use pending medical follow-up. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.